Event description:
The customer obtained a negatively biased quality control result for neonatal bilirubin (nbil). The scenario is consistent with a malfunction that could have caused a false low pt nbil or false high glucose result to be reported that could lead to inappropriate physician action. There was no report of pt harm as a result of this event.